Event description:
The patient received high voltage therapy and expired after attempted resuscitation. Abbott technical support reviewed the session record and no evidence of lead malfunction was seen. All electrical parameters were in range. The stored ventricular fibrillation episodes were caused by oversensing from multiple signals inside the widened qrs complex, which is indicative of heart failure. Further information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
The patient received inappropriate therapy and expired after attempted resuscitation. The physician suspects a lead issue which resulted in inappropriate therapy. Further information was requested.